Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a reproducible elevated dil - beta human chorionic gonadotropin (dil-bhcg) result in the same gestational category that was being questioned by the customer generated by the unicel dxi 600 access immunoassay system. The customer provided the results that were questioned originally and it was determined that the patient results were generated from an alternate instrument, which were reproducible and fell within the labeled bhcg assay precision claims. The result generated on the dxi 600 instrument produced a result in the same gestational category but the result did not meet labeled assay precision claims when paired with the results obtained from the customer's other instrument. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The patient sample was collected in a green top plasma separator tube and centrifuged for 2 minutes at 15000 rpm. Per the customer complaint record, qc was not performing within the customer's established limits at the time of the event. Service has not been dispatched to date for this event. A definitive root cause has not been determined to date for this event.